Manufacturer narrative:
A complaint review identified that in the absence of the complaint product, insufficient information had been provided to verify the reported incident. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Has presented with pain today the tibial component and rp insert were revised. Patient had elevated esr and at surgery today there was evidence of infection under the tibial tray when removed.